Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced episodes of ventricular tachycardia (vt) and while the majority of episodes were terminated by anti-tachycardia pacing (atp), one required high voltage therapy, and the shock delivered by the device did not terminate the vt. The vt was slowed by the shock and ultimately self-terminated. An electrophysiology (ep) study was done and the device therapy delivery pathway was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.